Event description:
It was reported to st jude med that the device did not get dft testing at implant. A few weeks later, the pt presented to the hosp for a follow-up. The device was programmed for defibrillation therapy at the nominal waveform settings. During all the dft testing the device failed to rescue below a 10j safety margin but did terminate the induced vf at maximum energy on the second shock during each of the 3 attempts at lower first shock energies the following day with guidance from the st. Jude med fce, the ICD was reprogrammed and two successful therapies were delivered with a 10j margin using fixed pulse widths, svc coil off, and reversed polarity. During the dft testing, all the failed shocks were rescued with a maximum energy shock. The pt was programmed to defibrillation therapy at maximum energy. The following month, the pt experienced her first spontaneous vf event and was not rescued by any of the shocks delivered. All of the shocks were exhausted and the pt expired. The electrograms of this episode revealed normal sinus rhythm with a single pvc that appears to have initiated the vf event. This was the only spontaneous event recorded by the device. The physician felt that there was nothing remarkable in the history of the pt that would explain why the pt had high dft's other that she was a small pt, and that he has seen high dft's in this pt subset. The pt had a history of 6 cardiac stents placed in various coronary arteries. The physician felt that there was no reason to believe that there was any change in coronary artery disease or stents status, or other factors that are known to affect the dft's. The physician felt that the riata lead placement was appropriate for the pt, based on x-rays.